Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency that they "contracted bia alcl with a textured implant". Pathological markers cd30+ and alk- were not provided. Device was explanted. This record relates to the right side.

Manufacturer narrative:
Additional health effect impact code: f2201. Additional, changed, and/or corrected data.

Event description:
Patient reported via regulatory agency that they "contracted bia alcl with a textured implant". Pathological markers cd30+ and alk- were not provided. Device was explanted. This record relates to the right side.

Event description:
The previous report of alcl and seroma are for the contralateral device. There is no complaint against the right side device. The device was explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. Additional, changed, and/or corrected data: b.5, d.6a